Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the operation check failed. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the operation check. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective therapy capacitor. The repair for this unit cannot be conducted at this time due to the part being on back order due to a global product hold. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available the repair will be conducted. The device remains at the customer's site. No further evaluation is required at this time. H3 other text : remote support provided.